Manufacturer narrative:
This is one event (death) of two events for the same pt involving three separate products; associated mdrs # 1225714-2014-05156, 1225714-2014-05157, 2937457-2014-01228, 1225714-2014-05158, 1225714-2014-05159, 2937457-2014-01229.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 after the use of the product.